Event description:
Per the surgeon, the patient experienced skin overgrowth at the abutment site. The patient underwent two procedures ((B)(6) 2014) to have site injected with a numbing agent and excess skin excised. The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2014 the patient was injected with a numbing agent to facilitate soft tissue reduction and an abutment exchange. Subsequently the recipient was prescribed an oral antibiotic (duration not reported). The implanted device remains. This report is filed september 4, 2014.

Manufacturer narrative:
(B)(4). The implanted device remains.